Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the initial threshold was elevated, with subsequent repositioning giving worse thresholds. The device was removed and examined for clots with none being found. Deployment was attempted again with very high thresholds exhibited. The leadless ipg was not used and a replacement leadless ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.